Event description:
Early morning after bedside chest x-ray performed at ICU bedside and the patient was repositioned noted hissing noise from intra-aortic balloon pump (iabp). The nurse noted signs of intra-aortic balloon rupture. Computed tomography (CT) surgery team called stat to bedside, iabp removed by surgical staff and 9f sheath rewired over via femoral artery. Heparin stopped as iabp ruptured and restarted 2 hours later. Remained hemodynamically stable after iabp removed. Veno-arterial extracorporeal membrane oxygenation without incident. Manufacturer response for system, balloon, intra-aortic and control, arrow fiberoptix (per site reporter).